Event description:
It was reported that a tsb35 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the instrument could not be moved. There was no consequence to the pt. 09/18/1998 additional info from affiliate. The device could not be opened, so the case was completed with a second instrument.